Manufacturer narrative:
Neither clinical images enabling direct assessment of product performance were returned for evaluation, nor the delivery system was returned for evaluation to independently confirm and assess the deployment performance of the device. Therefore, the root cause for the reported excessive deployment force with successful deployment could not be established with the available information. The physician reported ¿due to the strong pull,¿ the vsx device landed in the aneurysm segment. Therefore, the reported inaccurate device placement is consistent with events related to the procedure (i.e., excessive deployment force) as reported.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a branched endovascular aortic aneurysm repair procedure with a cook t-branch device as main body and a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device) as bridging stent. It was reported that during pulling the deployment line of the vsx-device, it got stuck and resulted in pulling the tip of the device out of the target vessel. Due to the strong pull, it landed in the aneurysm segment and then it was possible to deploy the device. It was stated that the delivery catheter was held straight outside the used 7 fr aptus sheath during the deployment attempt. As the guidewire was still in the target vessel, the vsx-device could be extended with a gore® viabahn® vbx balloon expandable endoprosthesis (bxa067902e) with successful blood flow to the kidney. There was no report of patient harm. It was stated that the physician does not consider this a standard case, because the distance from the branch of the main body was longer then normal because of movement of the main body.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a branched endovascular aneurysm repair procedure with a cook t-branch device as main body and a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device) as bridging stent. It was reported that during pulling the deployment line of the vsx-device, it got stuck and resulted in pulling the tip of the device out of the target vessel. Due to the strong pull, it landed in the aneurysm segment and then it was possible to deploy the device. As the guidewire was still in the target vessel, the vsx-device could be extended with a gore® viabahn® vbx balloon expandable endoprosthesis (bxa067902e) with successful blood flow to the kidney. There was no report of patient harm. It was stated that the physician does not consider this a standard case, because the way from the branch of the main body was longer then normal because of movement of the main body. The delivery catheter was held straight outside the used 7 fr aptus sheath. No parts are available for further investigation.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the case number. H3 other: as the device remained implanted, no further investigation of the device can be conducted. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Images were requested from the physician, but nothing was provided yet. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.